Manufacturer narrative:
The reported events of insulation damage and oversensing noise were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to another device or feature of the heart distal from the suture tie impressions. The cause of the reported events was due to the external insulation abrasion breaching the outer insulation and the exposed outer coil in the abrasion zone.

Event description:
It was reported that the patient presented patient presented remotely via merlin.net. Review of transmission revealed oversensing noise and device interrogation revealed insulation damage on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. Their were no patient consequences.